Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late.

Event description:
Patient reported right side capsular contracture baker grade iii, recall, and 'heterogeneous fluid'. Device remains implanted.

Event description:
Patient reported right side capsular contracture baker grade iii, radial folds, recall, and 'heterogeneous fluid'. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported right side capsular contracture baker grade iii, recall, and 'heterogeneous fluid'. Device remains implanted.